Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. Customer stated that the buttons were unresponsive and they also noticed moisture from sweat. Customer stated that the insulin pump may have been exposed to moisture from their bag and body. Customer also mentioned receiving a motor error alarm during basal and prime. Customer does not use the sensor feature and they were unable to complete the rewind sequence. No further information reported.